Event description:
Litigation allegespain, soreness, discomfort, difficulty walking for long periods of time and performing routine activities, inability to lead a normal life, elevated metal ion levels, emotional distress, anxiety and mental anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and product/lot number information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified manufacture date information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2013 - sales rep reported revision surgery. Elective surgery, revision performed at patient's request due to recall. No reported symptoms. There is no new additional information that would affect the investigation. Update: (B)(4) 2014: medical records received. Medical records indicate that the patient was revised to address synovitis, clear yellowish fluid, and a thickened capsule. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed

Manufacturer narrative:
Depuy still considers this investigation closed.